Manufacturer narrative:
The investigation into the reported limb ischemia ¿ reversible been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a male patient hwo had ventricular fibrillation and arrest in the field was implanted with an impella device for mechanical circulatory support. Additionally, the patient was supported by va-ECMO. The complainant reported that the patient had a cold leg with poor distal perfusion. In order to improve flow left femoral external bypass with two 6fr sheaths procedure was done.